Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to locate the key. A technical support specialist (tss) received a call from the customer reporting difficulty identifying the correct keys for the refrigerator. The tss remotely connected to the system and guided the customer through the cycle count process; however, neither key present in the machine was able to open the refrigerator. The customer was redirected to the administrator and pharmacy team for further assistance. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the key stored in the drawer did not open the refrigerator as expected. A cycle count was used in an attempt to locate the correct key, however access to the refrigerator was not achieved. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.